Manufacturer narrative:
The suspect device was evaluated. Worn pins inside the video connector were found, causing flickering image when manipulating the pigtail. A faulty printed circuit board was found, causing the image to freeze when using series 190 scopes.

Event description:
While performing an inspection of a customer returned device, olympus found the device produced a flickering image and the image froze when used with olympus 190 series scopes. The customer did not report any problems associated with the device and there was no patient injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: image output error due to malfunction of dp board: by accidental failure of the synchronization system device on the dp board, the synchronization signal is disturbed, the image is frozen. Terminal damage caused by insertion/removal of the scope with excessive force to/from the scope connector: there is a high possibility that the terminal inside the connector was damaged due to the instantaneous application of a large load deviating from the service conditions (e.g. Impact from a hard object) from the outside, and the transmission of the video signal or clk was hindered, resulting in flicker.